Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having issues recharging and she was not getting a good charge signal. The patient kept getting the no device found screen. Upon testing the recharger, the rep could tell that the battery had flipped in the patient's back. When she lays flat, she can get a good charge, but not when she is sitting or standing. The patient lays down to recharge and the issue was said to be resolved. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a pocket revision. The implant was dead and the patient was not able to locate the implant with the controller. The passive recharge mode was seen and showed the number 74. It was reviewed to go through passive recharge a few times.